Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion in a mildly tortuous segment of the mid anterior tibial artery. The balloon ruptured during the attempt to inflate it up to 6 atm. A passeo-14 was used as a replacement with no issues.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinal over a length of about 19 mm. Microscopic inspection of the balloon surface revealed scratches in close vicinity of the tear which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause is most likely related to the patient's anatomy.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion in a mildly tortuous segment of the mid anterior tibial artery. The balloon ruptured during the attempt to inflate it up to 6 atm. A passeo-14 was used as a replacement with no issues.